Manufacturer narrative:
B3.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer was hospitalized due to blood glucose (bg) level of 1,200 mg/dl and customer went into a coma. Reportedly, the customer was hospitalized for over 1 week. Additional information was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.